Event description:
Pt was implanted with spinal fixation hardware at l5/s1. Surgeon was implanting a depuy spine charite artificial disc at l4/5. At that time the pt experienced a drop in blood pressure. Surgical team decided to abandon the charite and implanted a femoral ring in the disc space. Later that day the pt passed away due to a myocardial infarction. Depuy spine is taking a conservative approach and filing an MDR to document this event.

Manufacturer narrative:
A post mortem examination revealed that the pt expired due to a myocardial infarction. Depuy spine contacted the surgeon to ask if the pt's mi was in anyway device related. The surgeon stated emphatically that the charite disc / instruments had nothing to do with the pt's death.